Event description:
It was reported to baxter united kingdom that a 1000ml eva bag for automix had fine thread-like fibers inside the bags. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was received for evaluation. Visual inspection revealed that the bag had a particle inside which seems to be a string of plastic. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.